Event description:
Facility stated that the 9042 standard polyester sling on a 9805 hydraulic lift is not holding the patient in place. Patient stiffens up when he is placed in the sling, causing him to slide out.